Event description:
Per the audiologist, the patient experienced an extrusion of the receiver/stimulator. The patient was hospitalised, and the device was explanted on (B)(6) 2023. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on april 6, 2023.

Manufacturer narrative:
Correction: the initial MDR submitted on april 06, 2023 was filed inadvertently. No extrusion of receiver/stimulator has occurred. This report is submitted on june 08, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 08, 2023.